Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. No subject device malfunction was reported or observed by the user facility. Subject device was installed on (B)(6) 2017 and periodically serviced by lumenis technical engineer. An examination of the subject device by a lumenis engineer on (B)(6) 2018 concluded the device operated to manufacture specifications. The engineer stated they completed a full preventive maintenance service on the device with no identified out of specification parameters. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient developed blisters on forehead area following ipl treatment with a lumenis m22 laser, after a few days the patient also developed blisters in other areas of the body that were not treated with the laser.